Event description:
It was reported to philips the device internal paddle set was worn. The customer contacted the philips response center. The customer requested a replacement internal paddle set. The philips response center ordered a replacement internal paddle set for the customer. The heartstart xl remains with the customer. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
(B)(6).